Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insulin was squirting out of the tubing during prime after changing the infusion set. Customer changed the reservoir and left the same infusion set. Customer went out to eat and blood glucose level was high when returning home. Blood glucose value is unknown. Customer did a complete set change. Customer stated that insulin continued to drip after letting go of the act button during the prime process. The customer did not notice the tubing connector being wet or a gap between the piston and reservoir stopper during prime. Customer was disconnected during prime. During the call, the customer found the insulin pump was wet probably from insulin but could not identify the leak. The reservoirs was nor replaced or returned. The insulin pump would be replaced.